Event description:
An under-delivery for a child pt with a med history of congenital chloride diarrhea. Using a patrol pump list #52036. The reporter indicated that no fluid was going through even though the machine was infusing. After 7 hrs the pump alarmed. The child's mother checked child's position and noted that the child was tangled with the tube. The child's position changed and the pump started up on own. Hte nursing staff noted that the feeding bag was full and informed the physician noted by staff nurse that bag full with total feed and cors informed. The pump was disconnected and removed from the pt. No serious injury or illness was reported associated with the complaint med intervention was blood labs and adjustment of IV fluids and oral medications. The pump is available for evaluation but testing and investigation results have not yet been received.